Manufacturer narrative:
Concomitant devices: guidewire (product: chevalier, brand: fmd, 0.014inch), sheath introducer: 6f x 35cm brite tip, catalog number 401-635m. It was reported that after the total length of the smart control stent was released in the right brachiocephalic vein, the stent jumped forward and migrated into the superior vena cava. The vessel was described as having mild calcification and mild vessel tortuosity. The stent was snared and pulled back to the brachial vein, where the stent was removed from the patient by dissection. The physician commented that the shaft of the smart control might not have been held straight during deployment of the stent as recommended in the IFU and that the length of the stent chosen might have been too short to cover the lesion. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. It is unknown if the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient but this was not done. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. No unusual force was applied during deployment of the stent. It is known if the tantalum markers were observed to open symmetrically and it is also unknown if the patient was successfully treated with another stent. The patient remains hospitalized but the condition is stable. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15092500 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event.

Event description:
The report received from the affiliate indicated that pta was being performed on a 90% occluded lesion in the right brachiocephalic vein with mild calcification and mild vessel tortuosity. Approach was made from right brachial vein. A guidewire (product: chevalier, brand: fmd, 0.014inch) was inserted across the lesion and smart control (catalogue#: c10030sl, lot#: 15092500, complaint product) was delivered to the lesion. The stent placement was started. However, when the total length of the stent was released, the stent jumped forward and migrated into the superior vena cava. The stent was snared and pulled back to the brachial vein, where the stent was removed from the patient by dissection. The procedure was finished. The patient's condition is stable. No product return. The physician commented that the shaft of the smart control might not be straightened during the deployment of the stent. The length of the stent might be too short for the lesion. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. A 6f x 35cm cordis brite tip sheath introducer (401-635m) was used but the size of the guiding catheter was used is unknown. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. It is unknown if the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient but this was not done. No unusual force was applied during deployment of the stent. It is known if the tantalum markers were observed to open symmetrically and it is also unknown if the patient was successfully treated with another stent. The patient remains hospitalized but the condition is stable. .